Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve (d413289) was received in its original packaging and original container jar, submerged in clear solution. The valve appeared discolored showing evidence of blood contact. The valve was received compressed and was subsequently submerged in warm saline to reset the valve to full dilation. All leaflets appeared flexible and intact. All leaflets appeared twisted with gaps between the free margins of l2 and l1, l3. All commissures appeared intact. The loading and deployment simulations were performed per IFU. The valve was submerged in cold saline for 5 minutes. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced forward covering the bioprosthetic frame paddles and outflow crown struts; no anomalies were observed. The capsule was advanced until the distal end of the capsule guide tube covered the distal end of the commissure pad of the bioprosthesis. The inflow cone was advanced to crimp the inflow portion of the bioprosthesis frame; no anomalies were observed. The capsule was fully advanced over the bioprosthesis; there were no visual or tactile anomalies identified. The valve was deployed in a warm saline bath (37°c) by rotating the deployment knob exposing the bioprosthesis. The bioprosthesis appeared to deploy uniformly; underexpansion was not observed. The deployment of the bioprosthesis was completed; valve exhibited full dilation without anomalies. Product analysis: upon receipt at medtronic¿s quality laboratory, the valve (d412234) was received in its original packaging and original container jar, fully submerged in clear solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and appeared intact. Evidence of creasing on all leaflets, conditions attributed to crimping and recapturing. All leaflets appeared were partially closed with gaps between all free margins. All commissures appeared intact. Bloody remnants were noted on all commissures. The loading and deployment simulations were performed per IFU. The valve was submerged in cold saline for 5 minutes. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced forward covering the bioprosthetic frame paddles and outflow crown struts; no anomalies were observed. The capsule was advanced until the distal end of the capsule guide tube covered the distal end of the commissure pad of the bioprosthesis. The inflow cone was advanced to crimp the inflow portion of the bioprosthesis frame; no anomalies were observed. The capsule was fully advanced over the bioprosthesis; there were no visual or tactile anomalies identified. The valve was deployed in a warm saline bath (37°c) by rotating the deployment knob exposing the bioprosthesis. The bioprosthesis appeared to deploy uniformly; underexpansion was not observed. The deployment of the bioprosthesis was completed; valve exhibited full dilation without anomalies. Updated data: method and results and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: investigation of the valve device history record (DHR) ((B)(6)) and frame lot (1113014) was conducted and found that both valve and frame were manufactured to specification and met all inspection and acceptance criteria. Investigation of the valve DHR ((B)(6)) and frame lot (1103591) was conducted and found that both valve and frame were manufactured to specification and met all inspection and acceptance criteria. No image files were received for review. No image files were received for review. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. The cause and time of the ischemic stroke were not known. Multiple factors can influence a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. Both under expansion and stroke are known potential adverse events per the device instructions for use (IFU). In this case, it was reported that the patient had leaflet calcification, which could have contributed to the under expansion. This event does not indicate misuse or malfunction of the devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI#: (B)(4). Product analysis: the product has been returned for analysis, and the investigation is in progress. Conclusion: the product has been returned, and the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, upon partial deployment, the valve frame did not expand as expected. The valve was recaptured and withdrawn from the patient. A new valve was inserted into the patient, but upon deployment the same valve frame expansion issue was observed. The valve was recaptured and withdrawn from the patient. Subsequently, a non-medtronic valve was used for implant. Following the valve implant procedure, the patient was transported by ambulance to another hospital due to cerebral infarction. No further information was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that an ischemic stroke was confirmed. Per the physician, the cause and time of occurrence of the ischemic stroke was not known. It was probably that patient's valve leaflet calcification could have contributed to the event. The patient developed hemiplegia following the implant procedure and details of the treatment for the event was not provided. No additional adverse patient effects were reported. Updated: h6 - annex e and annex f codes. Updated: 2 - outcome attributed to adverse event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.